Manufacturer narrative:
During the investigation at zoll, the autopulse platform (sn (B)(6) ) failed functional testing due to "system error, out of service, revert to manual CPR" message upon powering up. The archive data review indicated system error - 136 (invalid parameters block). The root cause of the system error was a defective processor board. The processor board needs to be replaced to address the observed system error. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many vital components used in ap1.1 are no longer available, further restricting our serviceability. The platform will be returned to the customer without the repair, and it will have a label state "not for clinical use." Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During the investigation at zoll, the autopulse platform (sn (B)(6) ) failed functional testing due to "system error, out of service, revert to manual CPR" message. No patient involvement.